Event description:
Adolescent cystic fibrosis patient had PICC line in place for seven to 10 days for intermittent antibiotic therapy. Pt reported that their line had snapped. PICC line was secured with tegaderm and tape, no suture or in statlock.